Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Additionally it was reported that the insulin gauge was inaccurate and it was reported that occlusion alarms occurred. Customer¿s blood glucose was 120 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.